Manufacturer narrative:
Additional information added to: e2, g2 for biomed as health professional. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. Upon visual inspection the service technician noted that they replaced broken door latch sear, ail sensor assembly damaged housing, upper pressure sensor assembly for error code 240.4150, platen assembly was missing. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable root cause of the reported issue was due to broken door of the sear8100. During servicing we identified a broken door latch sear which constitutes a reportable malfunction. A review of the device history record showed the device had a manufacture date of 03jul2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6). Did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device has a broken door. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device has a broken door. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device has a broken door. No additional information was provided. There was no patient involvement.